Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.

Event description:
A baxter service technician reported finding a colleague infusion pump with an intermittent channel c channel select button. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. This device utilizes user interface module (uim) master software version 5.04.00, categorized as unremediated. No additional information is available.